Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a ssl the capio device split in two parts. After an x-ray a taper dart could be identified in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number provided does not belong to a lot number pertaining to teleflex. If correct lot number is provided later, this complaint will be updated accordingly. Visual inspection was performed to one (1) sample received of an unknown product code where only the suture and one needle were returned separately. The needle contains a small piece of suture attached; the suture doesn't show any damages. No product information or packaging components were returned. Functional inspection cannot be performed since the complaint states that a capio device was used; such device does not belongs to a teleflex part number. Failure mode replication could not be conducted at this time due to the lack of the device that was in use when bullet got detached according to the customer's report. Although the suture returned shows no bullet attached, there is no sufficient evidence to assure that this failure mode was originated during the manufacturing process. Lot number needs to be identified in order to review the component's other remarks: inspection quality records. The root cause for this condition reported could not be identified, however personnel involved on the manufacturing of this product has been notified. The (B)(4) facility will continue tracking and trending this failure mode.

Event description:
During a ssl the capio device split in two parts. After an x-ray a taper dart could be identified in the patient. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4). A DHR review could not be conducted since the lot number provided does not belong to a lot number pertaining to teleflex. If correct lot number is provided later, this complaint will be updated accordingly. Isual inspection was performed to one (1) sample received of an unknown product code where only the suture and one needle were returned separately. The needle contains a small piece of suture attached; the suture doesn't show any damages. No product information or packaging components were returned. Isual inspection was performed to one (1) sample received of an unknown product code where only the suture and one needle were returned separately. The needle contains a small piece of suture attached; the suture doesn't show any damages. No product information or packaging components were returned. Isual inspection was performed to one (1) sample received of an unknown product code where only the suture and one needle were returned separately. The needle contains a small piece of suture attached; the suture doesn't show any damages. No product information or packaging components were returned. Other remarks: although the suture returned shows no bullet attached, there is no sufficient evidence to assure that this failure mode was originated during the manufacturing process. Lot number needs to be identified in order to review the component's inspection quality records. The root cause for this condition reported could not be identified, however personnel involved on the manufacturing of this product has been notified. The (B)(4) facility will continue tracking and trending this failure mode.

Event description:
During a ssl the capio device split in two parts. After an x-ray a taper dart could be identified in the patient. The patient's condition was reported as fine.